Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cabinet went offline after power outage when the user was trying to issue out medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system cabinet was offline post power outage when the user tried to issue out medications. A technical support specialist tss guided the customer to turn the cabinet back on via power button underneath the monitor and confirmed from the customer that the cabinet was back online and running. The system functioned as intended after the technical support specialist investigated the issue.